Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of myocardial infarction is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 4.0 x 18 mm xience alpine was implanted on (B)(6) 2017. On (B)(6) 2017 the patient was re-admitted with cardiovascular symptoms including non st elevated myocardial infarction. Although the treatment performed is unspecified, the fact that hospitalization occurred, indicates that some form of treatment was performed. The final patient outcome is unknown. No additional information was provided.